Event description:
It was reported that the insulin pump had a corroded battery compartment. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further details were provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken battery tube spring. The insulin pump was received with a corroded battery tube. The unit was also received with a minor scratched display window and cracked reservoir tube lip.